Event description:
It was reported that during an unk procedure, after firing, rotation knob did not rotate. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 5/13/2024. D4: batch # 376c71. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no reload present. It was observed the shaft was noted to be bent. In addition, the handle shrouds and nozzle distal partially opened. No functional testing could be performed due to the returned condition of the device. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the retainer nozzle and frame were noted partially opened, and the articulation link was noted to be disengaged from the ring closure. The event reported was confirmed and it is related to improper use of the device. It is possible that an outside the normal use force was applied on the distal jaw creating a torque on the device and breaking internal components. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device batch number 376c71, and no non-conformances were identified.